Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2008. Subsequently, then patient was revised on (B)(6) 2011, due to the bearing backing out.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number ten states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity". The device is in a clinical study and not available for evaluation. (B)(4).